Event description:
It was stated that the customer passed away. Prior to the customer's death the customer went running and then experienced a low blood glucose episode. No blood glucose reading was reported. The paramedics were called and they were able to bring her blood glucose levels up but the customer passed away shortly after. The date of death was unknown but the customer was wearing the insulin pump at the time of death. The cause of death was related to her diabetes per the customer's med dr. Unable to return the insulin pump for analysis as it was donated. An attempt to contact the donatee was unsuccessful and a message was left for that customer to call back to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.